Event description:
It was reported that the patient programmer would not work on (B)(6) 2015. The patient could not get the patient programmer to work at all. The patient was using heavy duty batteries in the programmer. The patient was not feeling stimulation at the time of the report. The last time they felt stimulation was on the saturday prior to the report. It was recommended to replace the batteries with regular alkaline batteries and the patient replaced the batteries and the patient programmer would not power up. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).